Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the left ventricular (lv) lead, there was no capture through the analyzer from lv to right ventricular (rv) ring and no capture in any lv configuration. Low threshold was also noted. The lead was clipped and capped. No lv lead was implanted. No patient complications have been reported as a result of this event.